Event description:
Customer reports to have low blood glucose ranging from 33 mg/dl to 62 mg/dl, which were treated with food and glucose gel. After treating, insulin elevated between 106 mg/dl and 236 mg/dl. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. After troubleshooting, it was determined that insulin pump was functioning correctly. Customer reported to know reason for low blood glucose and knew how to treat. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.